Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided and reviewed. The one photo shows the complete view of catheter and partial view of canula. Hcp was holding the catheter which was attached to the syringe. Thread was noted to be completely comes out of proximal thread hole and not attached to the distal thread hole. Other two photos unclear for reported thread degression issue as device was partial visibility. Therefore, the investigation is inconclusive for the reported thread digression issue for another two devices as provided photo are not sufficient and break and separation does not clear enough to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage cyst catheter placement procedure using navarre drainage catheter. Post the procedure, sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage cyst catheter placement procedure using navarre drainage catheter. Post the procedure, sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.